Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: drive unit failure. Additional text: outflow. Specific component(s) involved: driveline malfunction. Additional text: rvad outflow drive line. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : rvad explant. Type: both (in the same or visit).